Event description:
The customer alleged they received questionable ion selective electrode (ise) sodium results for at least six patients on their cobas 8000 ise module. The customer provided data for six patients, of which one had discrepant results that were reported outside the laboratory. The customer stated they were getting analyzer alarms. The customer stated there was air in the sipper and ise syringes. The customer masked the ise and was not running patient samples. After running the original sample, the customer primed all the ise reagents and performed an ise check with no alarms and value that looked good. The customer stated they then received an alarm indicating the reference reagent was empty. The customer replaced the reference reagent and primed. The original samples were processed through the customer's modular pre analytics device. The samples were repeated on a cobas c501 analyzer, serial number not provided. The patient's initial sodium result was 148.2mmol/l. The repeat result was 142 mmol/l. The repeat result was considered correct. The patient was an outpatient and the customer was able to correct the report before it went to the physician. There were no adverse events. The sodium electrode lot number and expiration date were not provided. The field service representative found a fluidics failure. He cleaned the solenoid valve 28 waste valve. He checked the electrodes for o- rings. He cleaned the sipper nozzle. He verified the instrument was working to specification. He performed an ise check with values that looked good with no alarms. He performed calibration and quality control with all results in range and no alarms. The customer ran patient samples and all results were acceptable.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined due to the lack of information provided for further investigation by the customer.